Event description:
It was reported that the device would not advance past a "connect electrodes" prompt when placed on the patient. The cardiac event was not witnessed. The patient's family had not talked to him for approximately twenty (20) minutes prior to finding him unresponsive on the bed. The rescue crew arrived within approximately three (3) minutes. The patient had no pulse and was not breathing. The rescue crew turned on the device and it immediately prompted them to "connect electrodes". The rescue crew connected a set of third party defibrillation electrodes ((B)(4)) to the patient and then connected them to the device. The device started to analyze momentarily, but then the "connect electrodes" prompt came on and the device would not advance past this. The rescue crew took approximately three (3) minutes to troubleshoot the issue prior to attaching a back-up philips device. The electrodes that were on the patient were removed and were replaced with a set from the philips device. The philips device analyzed the patient and advised that no shock be administered. At that time, the patient did not have a shockable rhythm. Due to the large size of the patient, it took the crews approximately ten (10) minutes to move the patient to the ambulance. Just prior to loading the patient into the ambulance, the philips device advised a shock as the patient then had a shockable rhythm. The patient received three (3) shocks from the philips device, but was pronounced deceased at the hospital after approximately twenty-five (25) minutes after the initial call. The (B)(4) were new. The electrodes could not be located after the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A clinical review of the available information was provided; however, it was determined that there is insufficient data within the file to determine the impact of the device use at this time. There is no patient ECG record available at this time.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance tesing. Physio-control will return the device to the customer for use. A conclusive cause of the reported problem could not be determined.

Manufacturer narrative:
An additional clinical review was performed due to the electronic patient event record becoming available. It was determined that there is still insufficient data within the file to determine the impact of the device use on the outcome of the patient. The record shows an approximate 8 second period at the beginning of the episode where the patient's ECG rhythm can be seen; however chest compression artifact interferes with ECG interpretation so it is not possible to determine whether the patient was in a shockable rhythm.